Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Analysis: cp pump (B)(6) was connected to ic2714 on (B)(6). The rt logs show raw optical sensor fast toggled between ~80mmhg and -1638.4mmhg for the duration of the case. The lt logs for the whole case show that at the beginning of the case, contrast was switching up to 5000% as placement signal intermittently was at 3000mmhg. This behavior was repeated on the next pump that was run on this console. The console was not returned for investigation. Root cause: the cause of the optical signal issue was not determined since the console was not returned but was most likely due to the console as the behavior was repeated across pumps. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B7 other relevant history, including preexisting medical conditions updated.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the placement signal of an implanted impella cp was intermittent during patient support. No intervention was required and support continued uninterrupted. Upon further engineer investigation, it was believed that the optical signal issue may be related to a loss of opm data associated with the automated impella controller.